Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. Manufacture date could not be determined. Serial number will be verified upon return.

Event description:
The customer ran a blood glucose test on the contour next one and received a reading that was 40mg/dl off from the hospital meter. Specific readings were not provided. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were not expected to be returned for evaluation. Strip information was not provided. A new meter was sent to the customer.